Event description:
Target was informed by a co rep that during the procedure the coil stretched while the catheter was being withdrawn and then the coil broke. The pt's health was not affected by this outcome.